Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the onsite visit the fse (field service engineer) inspected all tubing and connectors; verified system and performed preventive maintenance. No vacuum issues encountered. System meets specifications. Fse was unable to recreate reported issue. The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows multiple successfully performed treatments. The energy was stable during the whole day. The reported treatment could be identified in the logfile. During reported treatment suction error messages occurred. It could be possible, that the patient moved or rolled his eye and so the suction was lost. The user performed a vacuum check and got another suction message. The customer repeated the vacuum check and passed the vacuum check. The treatment was not repeated. Review of the logfiles for the treatment days prior to and after the corresponding treatment day shows no relevant warning or error messages. No technical root cause is detectable. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a low vacuum error during lasik flap creation. The procedure was stopped and will be completed at another date.